Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and noted the sample was likely low-target and would not repeat upon retest. Pas did not observe reagent preparation of instrument issues, and kinetics looked good with a clear distinguishment between negative and positive curves. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Strategic alliance reported on behalf of customer one sars-cov-2 tma run, wl (B)(4) using assay lot 278579 on panther fusion instrument sn (B)(4) which had a discrepant sample. The sample was initially positive, then resulted negative when retested on another panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.